Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer and solutions were implemented as a temporary solution. Details were not provided, however, the system was put back into service.

Event description:
The customer reported that the system displayed poor quality images and stopped functioning. No pt injury was reported.